Manufacturer narrative:
Per tandem's user guide, "insulin should be at room temperature before filling cartridge." No product returned for eval. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info regarding a single air bubble in the pt line of the cartridge. Reportedly, customer loaded cold insulin into the cartridge. Customer's blood glucose level was impacted. Customer was able to expel the air bubble and resume insulin delivery.